Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the product problem (b1) was inadvertently omitted in error. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was related to patient condition as a tortuous and calcified innominate artery prevented advancement of the device into the aorta.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77 year old female with an indication for use of mechanical circulatory support due to postcardiotomy cardiogenic shock (pccs), with a pre support clinical state consistent with scai shock stage d, underwent attempted impella 5.5 support via right axillary/subclavian surgical arterial access. The attempted implantation of second impella 5.5 was unsuccessful due to patient-specific anatomical challenges, specifically a tortuous and calcified innominate artery, which prevented advancement of the device into the aorta despite guidewire use and application of force. No evidence of device malfunction or damage was identified. The event was procedural in nature, attributable to anatomical limitations rather than a device-related failure. The patient survived the event, and device will not be returned, therefore it cannot be fully assessed without product evaluation. The patient survived the explant.